Event description:
It was reported that during a diagnostic puncture procedure, the catheter of the needle was kinked, and the needle damaged the working channel. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information, device evaluation, and lm investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the insertion part was buckled near from the tip. The tip of the insertion part, the coil sheath was deformed and there was a hole in the outer tube. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic puncture procedure, the catheter of the needle was kinked, and the needle damaged the working channel. The procedure was completed with a similar device. There were no reports of patient harm.